Manufacturer narrative:
Visual inspection performed by r&d project manager investigation based on the visual inspection of the tibia baseplate and the tibial insert sent back. The insert securing screw has been broken in two parts during surgery. The screw is broken at the beginning of its threaded part, at the upper level of the baseplate. The broken part of the screw remained into the baseplate with no possibility to be removed. As reported in the complaint description, the correct torque limiting screwdriver has been used during the surgery (ref 02.07.10.4577). Reason for screw breakage remains unknown. Malfunctioning of the screwdriver can be excluded as it was successfully used in previous and sequent surgeries. Bending stress during tightening could have been a cause for breakage. This remains an hypotetis not supported by any evidence. From visual inspection it is not possible to determine any root cause for the event.

Event description:
The screw of the ps insert broke before the torque limiter screwdriver 3.5 nm (ref 02.07.10.4577) reached the click. The surgeon removed the implant, recut to remove the cement and placed new implants. Surgery completed with 30 min delay.

Manufacturer narrative:
Batch review performed on 24 april 2024 lot 2311005: (B)(4) items manufactured and released on 05-jun-2023. Expiration date: 2028-05-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.